Event description:
Event description cpi received information that this patient's bipolar steroid eluting lead (4285) had dislodged, and high pacing thresholds were present. The lead was explanted, and a new positive fix (4269) lead was implanted.